Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 38 x 3.00 promus premier drug-eluting stent was implanted to the target lesion. However, upon removing the stent delivery system (sds), the sds became stuck on the guide wire. The physician then removed both the sds and the guide wire together. No patient complications were reported and the patient's status was fine.